Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during a standard device replacement due to eri. Despite complete loosening of the set screw in channel 1 (0-7), the 37082 extension (sn unknown) stuck in it could only be unplugged with great effort: under above-average traction and after rotating the extension several times, it could be released from the connector step by step. The cuts in the seals of the connector block were deliberately made by the physician, but these did not help against the stuck extension. The extension was visually undamaged after it was released from the connector and all impedances were ok. Especially with regard to the planning before the next unit change, the hcp asks for an analysis of the plug-in channel 1 to see if there are any constrictions/obstructions. The stimulator will be sent in for analysis. There were no known environmental, external, and patient factors that may have caused the event. The issue was resolved at the time of the report. The patient status was alive with no injury at the time of the report. No new information. [Ooo autoreply] no new information. [Device return info]. No new information.

Manufacturer narrative:
Product analysis #290766327:analysis information -- 2023-07-28 14:38:45 cst pli# 10 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. H3: analysis identified that the implantable neurostimulator (ins) grommet was loose. Continuation of d10: g2. Foreign: switzerland medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.